Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. Attempt to charge and boot the unit were performed and passed. Functional test was not performed due to unable to get receiver to communicate with the functional tester. A symptom of the failure present in this receiver (u15) is that the receiver will always turn off in 6-10 seconds from the time a charger or computer is plugged into the receiver usb port. The functional tester communicates with the receiver through the port so when the tester/tool is connected the receiver turns off in 6-10 seconds. This will be considered and flagged as a receiver failure, but individual functions do not get tested. Internal visual inspection was performed and passed. The log was downloaded and reviewed finding error related to the complaint. The allegation was confirmed. The probable cause was determined to be battery depleted, suspected usb debris or cable issue resulting in failure to charge battery. No injury or medical intervention was reported.